Event description:
The reporter, the patient's father, reported the insulin pump reset to the factory date/time settings after the battery was replaced. Troubleshooting allowed the reporter to reset the pump to the correct date/time. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 date of submission 06/22/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2011 with the following findings: the pump was returned to animas for evaluation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Correction: it was reported that the time and date had reset to default factory settings upon routine battery change. This malfunction is generally not reportable because the pump displays the "verify" screen after it is rebooted, and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. There is no adverse event associated with this complaint.